Event description:
The customer reported that the bifuse set leaked where the two lines join together. The leak was noted during an infusion. The set was discarded. The customer stated there was no pt harm. Medical intervention was not required. Although requested, no further pt or event information was available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of leaking at bifurcation could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified.